Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after insulin delivery was not resumed for an extended period following depletion of insulin, and the user did not revert to alternative therapy despite receiving multiple cgm alerts and sensor pairing or availability issues with a libre 3+; troubleshooting and education addressed cgm signal loss, dosing stops soon, high glucose, out of insulin, very low insulin, bg-run suspended, and libre 3+ pairing and availability errors. Symptoms included hyperglycemia with a reported blood glucose value of 513 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.